Event description:
The internal dome was torn from the catheter when the user attempted traction removal. When he placed a new catheter through the stoma site, it penetrated the old internal dome which had remained there.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.